Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the actuation of the cutter was strange and it could not cut during a vitrectomy surgery. The aspiration condition was unknown. The product was replaced and the surgery was completed. There was no patient harm.

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray with other items. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for cut and nonconforming for actuation. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. The needle holder/retainer assembly was disassembled and the components inspected, peeling appearance was observed on the needle holder o-ring. A review of the device history record traceable to the lot number obtained from the device¿s radio-frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaints evaluation does not confirm the probe had a cut failure, the evaluation confirms the probe had an actuation failure. The cut functionality of the probe was conforming, however, the observed actuation failure could have caused the probe to not cut at the time the reported event was observed. The exact cause of the actuation failure cannot be determined from the evaluation performed. A potential contributing factor to the observed actuation failure is the peeling appearance of the o-ring in the needle holder. No specific action with regard to this complaint was taken by the manufacturing site because the returned probe was conforming for cut and the exact root cause for the actuation failure cannot be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the company representative stating that correct lot number was unknown.